Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, missing egm of the atrial fibrillation (af) episode was observed.

Event description:
New information received notes that the device issue was not resolved yet. Patient was stable.